Manufacturer narrative:
Section d5: operator of device corrected. Section g2: report source corrected. Section g4: PMA # corrected. There was no patient involved in this event. The PMA# provided. Is associated with the device¿s most recent approval. Section h6: health effect - impact code corrected. Manufacturer¿s investigation conclusion: the reported event of the power module not starting up when connected to the backup battery was not confirmed. Ppm-13699 was evaluated by the edc. The unit came in without a battery. The system was powered on and booted up as expected. A battery was added to continue with testing. A full functional checkout was performed, and the unit passed all tests. The first video shows the unit passing a self-test. The second video shows the ac power cord being disconnected and the battery being able to supply power without issues. Preventive maintenance was performed, and all old labels were cleaned and removed. The reported event was not reproduced. The unit was returned to the rental pool. The provided information stated that the device was tested with second backup battery and second system monitor to check function without any resolution. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all issues with the power module. Heartmate 3 instructions for use (rev. B) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6-¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Heartmate 3 instructions for use (rev. B) section 3-¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that it was not possible for the power module to function properly when backup battery was connected. No light or color in the battery-colored lights when plugged in electricity. Device was unable to provide energy for connected system monitor to operate. No sound or visual alarmed occurred with backup battery connected and no alarm or sound occurred when unplugged from electric power.